Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that hcps found that the device had not fired the stapler while using to patient. There was no reported injury.

Event description:
It was reported that hcps found that the device had not fired the stapler while using to patient. There was no reported injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first six staples appeared misaligned. The first staple was partially formed. The stapler was returned with 32 staples remaining in the cover block, indicating that at least three staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the six staples did not form properly. After this, the next five staples fire properly. To simulate insertion into the skin, the remaining staples were successfully fired into a simulated skin pad. It appeared that the misalignment of the first six staples prevented the first six staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. An nc was opened by the manufacturing site to further investigate this issue. The device history review for the product visistat 35r 6/box lot# 73k2100291 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign.